Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level was 145mg/dl. An infusion tubing change was performed and an additional occlusion alarm occurred during bolus delivery. A system check was performed using the current supplies and the pump performed as intended. A correction bolus was successfully delivered after completing the system check.